Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced an issue with a curved bipolar dissector instrument. The procedure was completed and there was no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis. After visual inspection the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damage, and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. The instrument passed the energy delivery, engagement and recognition test when installed on the in-house system.